Event description:
Implant of essure in 2011. Within weeks of implanting, abdominal pain, severe fatigue, memory loss, brain fogginess, weight gain, heavy bleeding, abnormal periods, lack of sex drive, pain during sex (when it happened) after 3 years of pain, and trying to find a doctor to believe me, my only option was a tlh. After which, only one coil was found. After recovery form tlh, my health returned, energy, memory, no pain.